Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation, the battery pack was unable to power a monitor or charge. The cause for the failure was to a loose spot weld on the battery's top cell. The root cause for the loose spot weld could not be positively identified but was likely due to the battery impacting a hard surface. No adverse event resulted from the loose spot weld.